Event description:
The patient placed the spike of the y-set in the wrong position (where the spike port of the y-set should have been placed). There was no patient injury or medical intervention. The actual sample was not available for evaluation.

Manufacturer narrative:
(B)(4). The actual sample was discarded by the patient. Should additional information become available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.